Event description:
It was reported that during an arthroscopy of the ankle, the tip of the shaver separated from the shaft. All parts were recovered verified by x- ray.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This record with manufacturer report 0002936485-2015-00160 was found to be a duplicate of manufacturer report 0002936485-2015-00112. The device evaluation and investigation conclusion can be found under the original record.

Event description:
It was reported that during an arthroscopy of the ankle, the tip of the shaver separated from the shaft. All parts were recovered verified by x- ray.